Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device had migrated from the place of implant and caused the patient discomfort. Device was explanted and replaced. Patient was stable post-procedure.